Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Results (operational problem): visual inspection of the returned product found the lens optic torn into two pieces. A small piece of lens optic and one haptic were torn off. The lens was returned dry and there was evidence of clear surgical residue. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2015a silicone three piece lens, +21.0 diopter, and the lens tore. The lens was removed in pieces and there was no patient injury, no enlarged incision or sutures.